Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment "was going to be returned for an unidentified repair." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery. There was no information reported regarding the timing of the event or any patient involvement. No injuries or medical intervention was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.